Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a defective rail. The field service engineer replaced rail to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer was clicking but not opening. The customer added that this malfunction occurred during the user retrieving medication. However, there were no adverse events or injuries reported based on this event.